Manufacturer narrative:
Brand name is unknown as the serial number was not provided. Model name is unknown as the serial number was not provided. Serial number is unknown as it was not provided. Unique identifier is unknown as the serial number was not provided. Device manufacturer date is unknown as the serial number was not provided. No evaluation could be performed as the product was not returned. The serial number of handpiece was not provided; therefore, the manufacturer record could not be performed. All pertinent information available to johnson & johnson surgical vision, inc. Has been...

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s operative eye. A description from the surgery center indicated during the procedure they had difficulties using the healon gv pro which lead to the phaco handpiece getting clogged. It was stated that at the end of that day, during cleaning of the phaco handpiece, there were dried residual healon on top of the tip. It was indicated that the treating surgeon is a corneal specialist and the cataract was not a difficult cataract type and that the phaco power was low. The surgeon was very surprised when he noted the corneal burn during that surgery and did not know why until they learned about the healon gv pro recall issue. The customer contact indicated that there was no corneal burn at the day one (1) and it was clear, and the patient outcome was good. There was no loss of bcva and no increase in intraocular pressure. This report is for the handpiece. A separate report will be submitted for the healon gv pro reference mfg reporting no. 3004750704-2020-00003.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.